Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, a cavogram was taken revealing interval tilting of the filter with thrombus trapped within the filter. Approximately six months post filter deployment, a filter retrieval attempt was made; the filter remained implanted after multiple attempts. A cavagram was performed noting the filter was tilted within the cava with the appearance of several filter legs trapped into a lumbar vein and the filter tip embedded in the caval wall. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, unintended movement of the filter into the lumbar vein, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition - filter tilt procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter legs perforated the vena cava and were trapped in a lumbar vein and the filter tilted and embedded in the wall of the inferior vena cava. The filter was unable to be retrieved after two unsuccessful percutaneous removal procedures. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment, a cavogram was taken revealing interval tilting of the filter with thrombus trapped within the filter. Approximately six months post filter deployment, a filter retrieval attempt was made; the filter remained implanted after multiple attempts. A cavagram was performed noting the filter was tilted within the cava with the appearance of several filter legs trapped into a lumbar vein and the filter tip embedded in the caval wall. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, unintended movement of the filter into the lumbar vein, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Warnings/possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition - filter tilt the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was perforation of filter strut(s), tilt with filter embedded in the wall of the inferior vena cava, and the filter was unable to be retrieved. It was further alleged that filter legs were trapped in a lumbar vein. The filter was not removed after two attempted but unsuccessful percutaneous removal procedures. There was no reported patient injury.